Manufacturer narrative:
The reported field event of hv output was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The device functionality was evaluated and found to be normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving inappropriate hv therapy for svt. Review of the episode revealed an initial appropriate diagnosis for svt, but ventricular rate varied in the vt zone. The device was explanted. No further information is available.